Manufacturer narrative:
When the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, and no abnormalities were noted. Next, the sheath was tested for leaks by testing aspiration and irrigation. During the testing the sheath failed to maintain pressure during positive irrigation testing or vacuum aspiration testing. The sheath valve was then observed under a microscope where a tear was found near the center slit of the inner valve. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design.'

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was seen in the sheath during aspiration. During the procedure the wire was stuck in the farawave and when it was removed and reinserted into the sheath air was observed within the sheath entering through the valve and still present after aspirating. No leak was seen, and no air was seen when removing dilator from the sheath. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The sheath has been returned for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was seen in the sheath during aspiration. During the procedure the wire was stuck in the farawave and when it was removed and reinserted into the sheath air was observed within the sheath entering through the valve and still present after aspirating. No leak was seen, and no air was seen when removing dilator from the sheath. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The sheath has been returned for analysis.